Manufacturer narrative:
This report is submitted on february 18, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device. The device was explanted on (B)(6) 2022 and the skin flap was repaired. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was also reported that the patient experienced a skin breakdown. Device analysis report attached. This report is submitted on march 20, 2024.